Manufacturer narrative:
The field service engineer (fse) was dispatched on 12/08/2015. The fse found that the tubing through solenoid valve vl12 was disconnected at the lyse syringe. The fse reattached the tubing, which repaired the leak. The repairs were verified per established procedures.the beckman coulter identifier for this report is (B)(4).

Event description:
The customer reported a leak from the coulter act 5diff al instrument. The volume of the leak was about 35 ml and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.